Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a reaction that consisted of a rash with redness and inflammation at the sensor patch adhesive, and the reaction extended beyond the patch perimeter. The patient also had itching and burning sensations. The patient's parent treated the area with an over the counter topical medication. This is being reported due to the systemic reaction extending past the patch perimeter. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.